Manufacturer narrative:
(B)(4). Physio-control replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed main pcb assembly and determined the cause for the malfunction to be due to a failure of an ic chip, designator u16.

Event description:
It was reported that the device illuminated the service wrench. Physio-control evaluated the device and found that it would lock up upon power on. The device was unable to provide defibrillation therapy. There was no patient use associated with the event.